Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual and microscopic inspections were conducted and revealed the following. The returned product was one actual sample. The platinum coil and the niti-core wire had been fractured. The niti-core wire had been exposed. The coil had been elongated in the vicinity of joint of the stainless-steel coil and platinum coil, and niti core wire. No anomaly was found in other sections. An electron microscopic inspection revealed that the side at the fractured section of the niti-core wire was flat. Radial patterns and dimple patterns were observed at the fractured surface. Confirmation of the missing length of the niti-core wire from the fractured section to the joint of the stainless-steel coil and platinum coil, and niti core wire: approx. 17 mm. Since the length of platinum coil section was 30 mm (specification: 29 - 31 mm), it was assumed that the missing length was approx. 13 mm. The dimensions for the outer diameters of the stainless-steel coil section and shaft were confirmed to meet the factory's specifications. No anomalies were found. In a past simulation test, the distal end of the coil was trapped, and a repeated 90° bending force was applied. The test results showed that the side at the fractured section of the niti-core wire was flat, with radial patterns and dimple patterns observed at the fractured surface. A history investigation of the product with the involved product code/lot number revealed no anomalies in the manufacturing record and the shipping inspection record. Additionally, no other similar reports have been found in the past. Based on the investigation result, as a possible cause of occurrence, following factor was inferred. However, since the actual sample was in a severely damaged state and the details of procedure were unknown, it was not possible to clarify the cause of trapping. The distal end of actual coil was trapped for some factor. In this state, repeated bending force was applied to the involved section, causing the niti-core wire inside the platinum coil section to fracture. Then, removal operation was performed. As a result, the platinum coil section was fractured, and the stainless-steel coil section was elongated. (B)(4) has been making efforts in maintaining the quality of the product by performing following controls. After the product assembling process, 100% visual inspection is performed to confirm that there is no deformation in the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the manufacturing process, pulling strength test is performed on 100% basis to confirm that there is no anomaly in the strength. In the shipping inspection, pulling strength is measured on sampling basis per product code/lot to confirm that there is no anomaly in strength. The instructions for use (IFU) of this product includes the following warning. If any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual sample has not been received yet. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation of the product with the specified product code and lot number revealed no anomalies in the manufacturing or shipping inspection records. Additionally, no similar reports have been found in the past. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the wire was in the diag and after two (2) stents were placed in the left anterior descending artery (lad) the md attempted to remove the wire and a piece of it broke off in the diag. Upon further imaging the diag was occluded verapamil was given and a balloon angioplasty was performed to reopen the diag. The patient was sent to the intensive care unit (ICU) on an integrelin drip. The patient will be brought back to the cath lab for follow up imaging later today. The procedure type was coronary stenting. The patient had coronary artery disease with a stenotic lad and was on an integrilin drip. No relevant tests were conducted. Blood loss was less than 250cc's. The injury described was a diagnostic artery occlusion, which resulted in angioplasty, integrilin infusion, and follow-up angiography. There was a direct allegation. Additional information was received on 30 oct 2024: the sample was used in the arterial system. It has been in contact with blood. The patient has no know infectious agents. The sample is not contaminated with anti-cancer agents.